Manufacturer narrative:
The pump was received with cracked battery tube threads, a broken reservoir tube lip, and a missing reservoir tube lip o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there is a missing piece at the reservoir compartment where the reservoirs screws in and she has to put tape in the insulin pump to hold the reservoir in. Blood glucose was high at 469 mg/dl; treated with the insulin pump. Customer stated that the device was not bumped or dropped. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.